Manufacturer narrative:
Medical product: metasul ldh, head adapter, l, +4, taper 12/14-18/20 catalog #: 0100185147 ; lot #: 2420216, metasul ldh, head, 44, code j, taper 18/20,catalog #: 0100181440 ; lot #: 2377614, alloclassic sl stem 4 12/14, catalog #: 2844 ; lot #: 2426537. Therapy date : (B)(6) 2017. This case was reopened on mar 1, 2018 to enter additional information which was received on feb 13, 2018: since this case is related to the issues for which zimmer implemented a corrective action which was reported to the FDA in july 2008 as correction z-2415/2426-2008, there will be no further investigation and zimmer (B)(4) will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
Product was implanted on the left side and patient was revised due to pain, metallosis, pseudotumor, loosening.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Zimmer¿s reference number of this file is (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 50/44 code j on an unknown side on (B)(6) 2008. The patient was revised on (B)(6) 2017 due to pain.